Event description:
It was reported that the patient presented for a follow-up in clinic. Upon attempted interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate via bluetooth and inductive means. No programming changes were made. The patient was stable and will continue to be monitored.

Event description:
Additional information indicates that the implantable cardioverter-defibrillator was explanted. The patient's status was unknown.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information indicates that the implantable cardioverter-defibrillator (ICD) was explanted for elective replacement indicator (eri). The patient was stable regarding the explant of the ICD.

Manufacturer narrative:
Correction: previously reported b5 should have included "failure to interrogate via radio frequency (rf)" instead of "failure to interrogate via bluetooth and inductive means", and previously reported b5 should have included "the ICD was interrogated successfully via inductive telemetry."

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon attempted interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate via radio frequency (rf). No programming changes were made. The ICD was interrogated successfully via inductive telemetry. The patient was stable and will continue to be monitored.

Event description:
Additional information indicates that the implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
The reported field event of rf telemetry anomaly was confirmed in the lab. The device was above elective replacement indicator (eri) upon receipt. The device firmware was reloaded in the lab and the device communicated normally with both rf and inductive telemetry afterwards. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the rf telemetry anomaly could not be undetermined. Additional information: b5, d6b.